Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the top of the synthes reamer was coming apart. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the top of the synthes reamer was coming apart. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The event could not be confirmed as the product was not received for evaluation.